Event description:
It was reported that an unspecified patient received a new cardiac resynchronization therapy pacemaker and the right ventricular (rv) port was not correctly plugged. The atrial lead needed to be connected to the rv port, take lead measurements and switch back to the right atrial port before plugging the rv port. Due to these missing steps, the rv port is inappropriately oversensing, even though being plugged, and running auto identify tests. Reportedly, this issue cannot be adjusted unless reopening the pocket and performing the mentioned steps. Technical services stated that this could result in pacing inhibition. Attempts to obtain additional information were unsuccessful, no information was provided. No adverse patient effects were reported.